Event description:
A patient's vns was interrogated during a clinic visit, and the medical professional observed an error message indicating high impedance was present. System diagnostics indicated that the vns could not deliver the programmed output. X-ray images were taken of the patient's neck, and per the physician's assistant, the leads appeared intact. The x-ray images were not reviewed by the manufacturer. No additional relevant information has been received to date. No surgical intervention has occurred to date.